Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device on 2/4/2021. The investigation was completed on 3/15/2021. Visual analysis of the returned sample revealed reddish material and a hole on the pebax, helix metals are exposed on the thermocool® smart touch® sf bi-directional navigation catheter.generator testing was performed, in accordance with bwi procedures. The generator and the temperature and impedance values were observed within specifications. The evaluation determined that the blood found inside the pebax area could be related to the reported temperature issue. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [30438173l] number, and no internal action related to the reported complaint condition was identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that there was no temperature control during ablation. The ablation catheter cable and the catheter were replaced and the procedure was completed successfully after a 10-15 minute delay due to the issue. No adverse patient consequences were reported. The temperature issue was assessed as not MDR reportable. Since the ablation cannot be performed if there is no rf energy applied, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 3/5/2021 that there was reddish material and a hole on the pebax. Helix metals are exposed. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 3/5/2021.